Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the system was not powering on. No indication lights or startup response when attempting to switch on the unit during service and maintenance involving an olympus video system center. There was no patient involvement reported.